Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2005 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had been feeling sick for the last 2 ½ to 3 months and it had gotten progressively worse in the last month. It was reported that the patient had their device checked a week and a half ago on 2014 (B)(6) or 2014 (B)(6) and it was confirmed that the implantable neurostimulator (ins) had reached end of service (eos). The patient had to get fluids about 1 month ago because, they were dehydrated from vomiting. It was noted that the patient¿s last 2 ins¿s were covered by insurance but the next one the insurance company was denying. The patient should be having surgery for the ins replacement on 2014 (B)(6) and they would like to get this moved along so the patient could go forward with the surgery.